Manufacturer narrative:
(B)(4).

Event description:
The facility reported an infusion pump with a malfunction of damaged battery on the display screen. The event was reported to have occurred during patient therapy, where therapy was stopped. The event occurred within the general patient ward. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information is available. The software version for this device is currently not known.

Event description:
The report from the customer indicates that the waveforms were lost for an undetermined time period.

Manufacturer narrative:
The device has been received for evaluation. A follow up report will be filed upon completion of the evaluation or if any additional information becomes available. (B)(4).

Event description:
It was further reported that injecting saline into the catheter from the wire side resulted in the saline coming out from the side port.

Manufacturer narrative:
There is an ongoing CAPA investigation, (B)(4) associated with this report. (B)(4).